Event description:
The customer reported to vyaire medical that the avea ventilator has high peep (positive end expiratory pressure) and failing est ( extended self test) leak test. As of this time there is no information about patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical field service went onsite. The ventilator has 40487 hours. As a resolution, the unit was calibrated to meet all manufacturer specifications. Verification test was performed top meet factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.